Manufacturer narrative:
Vyaire file identification:pc- (B)(4). Any additional information received from the customer will be included in a follow up report. The test result shows that o2 dosing valve is leaking approximately 11.31 l/min. The inspiration block and battery need to be replaced due to damaged caused by deep charging. A new power board foc exchange as a preventive due to battery issues.

Event description:
The customer reported that the bellavista 1000 shows alarm 379 no o2 dosing possible. Test result shows that o2 dosing valve is leaking approximately 11.31 l/min. No patient involvement associated with the reported event.